Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device history files from (B)(6) 2023 was investigated. On (B)(6) 2023 at 21:44pm a space line neutrapur was inserted and the infusion was started with a rate of (B)(4). On (B)(6) 2023 at 02:13am the infusion rate was changed to (B)(4) and one minute later the infusion was stopped. The line was extracted. At this time (B)(4) was infused. No other abnormalities was found in the device history. A visual inspection was performed. No visible damage was found. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check.the device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec/en 60601-2-24 was arranged. Here a nominal flow rate of (B)(4) was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of (B)(4) ((accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24). The device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling was found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion - blood". According to the customer: this pump was being used to administer a unit of blood at (B)(4). After approx. 4hrs it was noticed that the blood bag was fairly full when it should have been empty, having had only (B)(4) in it to begin with. The pump was working away without alarming and the patient line was patent, but nothing was coming out of the bag. We stopped it and removed bag and line which we disposed of having spoken with blood bank. Additional information received from product user: a unit of blood was comm @21.30hrs over 4 hrs, set @ (B)(4). I noted at 01.05hrs that the rcc wasn't completed & that the unit looked as if it was still full. Pump then set at (B)(4) but I immediately stopped that as the rcc was expired (you can't give transfusion longer than 4hrs). Pump never alarmed to bring my attention to it sooner.